Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress.visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from the original length 52cm to 58cm. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the right atrial lead could not be retracted. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.